Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level as the issue was resolved without further complications. Customer technical support provided complete pump reset information and guided the caller through the pump reset process, after which the cgm error did not reappear, and the caller successfully started their sensor session.